Event description:
It was reported that after placing the ilet on the charger, the user stopped receiving glucose readings from the integrated dexcom sensor; the ilet displayed a prompt to start a sensor, and support guided the user to check the dexcom icon and enter the pairing code 0947. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure or method while starting a new sensor, with no applicable individual component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.